Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat assay on cobas 6000 e601 module serial number (B)(4). The sample initially resulted in a troponin t value of 80.56 ng/ml and this value was reported outside of the laboratory. A second sample collected from the patient resulted in a troponin t value of 9.10 ng/ml, so the doctor questioned the initial value from the complained sample. The sample was repeated twice on the same analyzer, resulting in troponin t values of 14.89 ng/ml and 17.37 ng/ml. The 14.89 ng/ml value was deemed correct. The sample was also repeated on a second e601 analyzer (unknown serial number), resulting in a troponin t value of 18.66 ng/ml.

Manufacturer narrative:
The customer stated that controls recovered within range and there were no calibration issues. Rack adapters required for 13 mm. Diameter tubes were not used. The sample centrifugation may have been shorter and the speed may have been higher than recommended by the tube manufacturer. Upon review of the alarm trace, an incubator bath water level sensor alarm, a low reagent level alarm, and short system reagent alarms were observed. The field service engineer determined the issue was related to sample integrity. The system worked within specifications. Seals, the sample probe, and sipper nozzles were replaced. Performance testing passed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
Na h3 other text : na.